Manufacturer narrative:
(B)(4). Catalog#: igtcfs-65-1-jug-celect-pt. Summary of investigational findings: the investigation of this complaint is based on the event description, review of wo, and attached imaging review ver1 report. No product is returned. A celect-pt filter was deployed in a suprarenal location with a mild tilt, but with the filter hook abutting the right lateral most wall of ivc. A one year follow-up demonstrated development of grade 2 interaction of a primary filter leg and the insignificant tilt during deployment may have contributed to said perforation. Vena cava wall perforation is a known potential complication of vena cava filters. Both symptomatic and asymptomatic events have been reported. Among other causes, vena cava wall perforation may inadvertently be initiated by improper deployment, excessive force or manipulations near an implanted filter (e.g., a surgical procedure in the vicinity of a filter) and (or) procedures that involve other devices being passed through an in situ filter. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to study: during the index procedure on (B)(6) 2015, the patient received a celect® filter. The inferior vena cava (ivc) diameter at the intended filter location was 17.2 mm. There was no ivc anatomic anomaly. There was presence of thrombus in the ivc which was not treated prior to filter placement. Using the right internal jugular vein as the access site, a celect® filter was deployed at the intended location in the ivc suprarenal site and in a location suitable to provide sufficient mechanical protection against pe. The filter neither deployed prematurely nor did the filter jump upon deployment. There was no evidence of filter fracture, deformation, or migration. Filter tilt was <6 degrees. There was no extravasation of contrast and no filter legs outside the column of contrast after filter placement. Analysis of the placement procedure venacavagram revealed no ivc anatomic anomaly, with presence of thrombus in the ivc prior to filter placement. Analysis reported there was = 50% residual thrombus at the time of filter placement in the ivc. The filter was placed in the ivc suprarenal site and the ivc diameter was 16.3 mm. There was no evidence of filter migration, extravasation of contrast, or deformation. Filter legs did appear outside the column of contrast after filter placement. The angle of filter tilt in the ap view was 12.7 degrees. Analysis commented, ¿medial filter left quite far outside ivc post-placement.¿ the patient was discharged on (B)(6) 2015. On (B)(6) 2016 (376 days post-procedure), the one year follow-up and imaging were completed. It was determined that filter retrieval would not be attempted due to ongoing risk for pe. The patient was taking aspirin and prophylactic low molecular weight heparin. Since the last contact the patient had experienced no significant medical conditions. The one-year CT was completed and the site noted grade 2 filter leg interaction with ivc wall. Patient outcome: the patient remains in the study.

Manufacturer narrative:
(B)(4). Catalog#: igtcfs-65-1-jug-celect-pt. (B)(4). Investigation is still in progress.

Event description:
Description of event according to study: (B)(4), (B)(6), site reported grade 2 filter leg interaction with ivc wall. During the index procedure on (B)(6) 2015, the patient received a celect® filter. The inferior vena cava (ivc) diameter at the intended filter location was 17.2 mm. There was no ivc anatomic anomaly. There was presence of thrombus in the ivc which was not treated prior to filter placement. Using the right internal jugular vein as the access site, a celect® filter was deployed at the intended location in the ivc suprarenal site and in a location suitable to provide sufficient mechanical protection against pe. The filter neither deployed prematurely nor did the filter jump upon deployment. There was no evidence of filter fracture, deformation, or migration. Filter tilt was <6 degrees. There was no extravasation of contrast and no filter legs outside the column of contrast after filter placement. Analysis of the placement procedure venacavagram revealed no ivc anatomic anomaly, with presence of thrombus in the ivc prior to filter placement. Analysis reported there was = 50% residual thrombus at the time of filter placement in the ivc. The filter was placed in the ivc suprarenal site and the ivc diameter was 16.3 mm. There was no evidence of filter migration, extravasation of contrast, or deformation. Filter legs did appear outside the column of contrast after filter placement. The angle of filter tilt in the ap view was 12.7 degrees. Analysis commented, medial filter left quite far outside ivc post-placement. The patient was discharged on (B)(6) 2015. On (B)(6) 2016 (376 days post-procedure), the one year follow-up and imaging were completed. It was determined that filter retrieval would not be attempted due to ongoing risk for pe. The patient was taking aspirin and prophylactic low molecular weight heparin. Since the last contact the patient had experienced no significant medical conditions. The one-year CT was completed and the site noted grade 2 filter leg interaction with ivc wall. Patient outcome: the patient remains in the study.